Manufacturer narrative:
(B)(4).

Event description:
Clinic nurse contacted dexcom on (B)(6) 2016 to report that the receiver displayed error on (B)(6) 2016. The clinic nurse did not report injury or medical intervention. No additional patient or event information is available.